Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported several toxic anterior segment syndrome cases over the past several months. Additional information has been requested but not received. This is one of two reports from this facility.

Manufacturer narrative:
Additional information has bee provided in h.6. And h.10, the reported handpiece was not received for evaluation. There was no further information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported handpiece was not received for evaluation. There was no further information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).